Event description:
Case went well. Case was on the 24/09/2020. Was advised today ((B)(6) 2021) that the patient came into clinic last week with a seroma on the back of his neck. Surgery was performed to drain the site and there was white ifactor all through the area.

Manufacturer narrative:
DHR review indicated standard manufacturing was used for the product and that the product met all specifications. There have been 5 previous complaints related to serous fluid/seroma. Of the 5, 2 involved structural hardware failure (rods, screws, etc.), which may have contributed to the fluid build-up. The other 3 were attributed to common side effects attributable to standard surgical techniques. There was no correlation between ifactor and the seroma. Flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "wound complications including hematoma, site drainage, infection and other complications that are possible with any surgery." As such, no updates are required for the IFU. Based on the information gathered, there is no causal link between the flex fr product and the fluid accumulation. Potential contributing factors to consider are the patient physiology/condition, and/or concomitant devices used for the surgery.